Event description:
Customer reported his insulin pump was not working. He stated the insulin pump would freeze and the act button was not responding. The customer's blood glucose was 140 mg/dl. He also reported that his bolus the button was not responding. The customer could not recall any significant events leading to the keypad issues. The customer was advised to replace his insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No frozen screen noted. The insulin pump has minor scratched display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).